Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation from the right ventricular (rv) lead. In addition, the lead exhibited elevated thresholds and was confirmed to be dislodged. It was further noted that the patient is very active, and a frequent swimmer. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.